Event description:
It was reported that the patient was hospitalized with progressed/enlargement of peripheral thrombus within the ventricular assist device (vad) outflow graft with progressed severe stenosis. It was reported that there was a patent channel throughout the outflow gr aft. There was a large defect in the superior aspect of the graft with increased amount of hemorrhage and thrombus external to the graft within the anterior mediastinum. Mass effect on the right ventricle and right ventricular outflow tract with reflux of contrast into the inferior vena cava and hepatic veins which was not visualized on the prior study. The vad and outflow graft remains in use. No further patient complications were reported as part of the event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number and associated outflow graft with unknown lot number were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported thrombus event could not be confirmed. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, this event is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q3 2021 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.